Event description:
I used the tanning bed at (B)(6) on (B)(6) 2017, and believe it is malfunctioning. I have used tanning beds for several years and have not had a burning incident yet. I used the bed for a typical amount of time for me, which was 12 minutes. I had 1st degree burns covering my entire body and 2nd degree burns on my upper back. I also was not offered eye protection to use during the tanning period. When I asked for a full 20 minutes (which I have used successfully before), the manager was very hesitant to offer that time. He said I would probably burn if I did that. I also heard a staff member behind him whisper to another person "oh that poor girl!" This leads me to believe they are aware the machine is not tanning correctly and can burn users quickly. I would like to have the machines investigated to find out if they are no longer working correctly in order to protect any future users.